Event description:
It was reported that prior to a robotic laparoscopic radical prostatectomy procedure, while the nurse was draping the system, the arm triggered an unrecoverable error. The start up specialist (sus) restarted the arm, which was able to calibrate afterwards and was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicated that the arm cart assembly had a non-recoverable error. An error code for 'linked to arm robotic arm torque / force plausibility error: motor / sensor torque differs from expected' and an error code for 'linked to arm torque discrepancy' were observed. The motor of robotic arm joint 2 and the joint torque sensor connectors were checked. The power board of the robotic arm joint 12 was replaced. Evaluation of the device data indicates that the aca experienced error codes ¿motor and sensor force / torque plausibility check¿ and ¿subsystem robot assembly (sra) validation - redundant torque sensing check¿ on robotic arm joint 2 (ra_j2). Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a motor torque failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic radical prostatectomy procedure, while the nurse was draping the system, the arm triggered an unrecoverable error. The start up specialist (sus) restarted the arm, which was able to calibrate afterwards and was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.